Manufacturer narrative:
(B)(4). Additional information: on an unreported date around (B)(6) 2016, the patient experienced sepsis. This report is for a breach in aseptic technique which resulted in peritonitis and subsequently sepsis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and subsequently sepsis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On the day of onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis and the sepsis was not reported. On an unknown date, extraneal and physioneal therapies were discontinued. On an unreported date, the peritoneal dialysis catheter was removed due to the sepsis. The patient was not recovered from the peritonitis or the sepsis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.